Event description:
While under robot, the endo gia stapler malfunctioned and the jaws did not close properly. Pt started bleeding from where the stapler was used. Surgeon immediately decided to convert to open procedure, and stopped the bleeding hand sewing the staple line. One unit of blood was given, and the bleeding was under control.